Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 300 mg/dl at the time of incident. Even after troubleshooting the display of the insulin pump did not returned. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be retuned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display.